Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity device. It was a very tight calcified, lad/diag lesion . The lesion looked to be contained to mostly diag. The lesion was not pre-dilated. The first stent, a 2.75 x 18mm resolute was deployed in the diag into the lad. There was plague shift into the lad. A 3.0 x 18 mm was attempted to be deployed in the mid lad- though the diag stent. The physician reported that the stent must have got caught on the diag stent. They removed the stent and saw strut disruption. A new stent- 3.0 x 26 mm resolute integrity was advanced and deployed it in the mid lad with no issues. Both lad and diag had a great ending result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.